Event description:
(B)(6). It was reported that during an augmentation surgery, the surgeon found the sleeves to be too short. Connection to the clamping sheath was not possible. Surgery was successfully completed using a different procedure (macs); no patient injury was reported. Two additional products reportedly involved in this incident are being reported on med watch report numbers: 3005673311-2016-00147, 3005673311-2016-00148.

Manufacturer narrative:
Investigation: no product at hand. Batch history review: because there is neither an product nor a lot / batch number at hand, a batch history review is not possible. Conclusion and root cause: the problem is most probably user related. Rational: because this is the only complaint with such an error pattern, we assume, that the problem is most probably user related. Corrective action: according to sa-de13-m-4-2-01-000-0 there is no CAPA necessary.